Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 106 mg/dl. A diabetes educator reported on behalf of the customer several cracks on the insulin pump including the screen and the parts of the case. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.